Event description:
A home peritoneal dialysis patient reported that the cycler gave fill alarms and the solution bags were empty. The cycler data sheets showed incomplete treatments and drain volumes>4 liters. The patient's prescribed fill volume is 2,7000 ml. The patient also c/o of feeling bloated during these treatments. There was no serious injury.